Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels below 25 mg/dl. Prior to the hospitalization, the customer was experiencing high blood glucose levels, and was treated by family members. However, the customer was given too much insulin, causing his blood glucose levels to drop. Troubleshooting was performed, and the insulin pump passed the high pressure test. The nurse felt that the insulin pump was not functioning properly, and requested a replacement. Nothing further was reported.